Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, while closing the vaginal cuff , the 8mm mega suturecut needle driver instrument was not holding the needle well enough to efficiently pass it through tissue. The instrument wrist was inspected and it was observed to have a frayed cable. The instrument was replaced and procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.